Manufacturer narrative:
(B)(4).

Event description:
The customer alleges that the swg (spring wire guide) was kinked. The procedure was completed by using a new device.

Manufacturer narrative:
(B)(4). The customer returned on spring-wire guide for evaluation. Two kinks and a bend were observed near the middle of the guidewire. A bend was also observed near the j-tip. No coil offset was identified. The length and outer diameter of the spring-wire guide were measured and were found to be within specification. The kinks were located 328 mm and 346 mm from the proximal end. The bend was located 361 mm from the proximal end. A manual tug test was performed on both welds to confirm they were intact. A device history record (DHR) review was performed and no relevant findings were identified. The instructions-for-use (IFU) that are packaged with this product describes suggested techniques to minimize the likelihood of guide wire damage during use. The IFU warns against using excessive force in placing or removing the guidewire as excessive force can cause component damage or breakage. The customer reported issue of the spring-wire guide becoming kinked was confirmed during the sample investigation. A dimensional inspection was performed and no issues were identified. A DHR review was performed and no relevant findings were identified. Based on the information provided and the condition of the returned sample it was determined that the probable cause of this issue is operational context.

Event description:
The customer alleges that the swg (spring wire guide) was kinked. The procedure was completed by using a new device.